Event description:
A malfunction alarm was reported by the distributor rubin medical aps in denmark, occurring on december 11, 2025. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the malfunctioning pump, confirming the shipping address and providing instructions on returning the pump with a pre-paid label. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery while waiting for the replacement.